Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility facility administrator (fa) noticed a blood leak as well as a crack in the dialyzer during a patient's hemodialysis (hd) treatment. Upon follow-up, the registered nurse (rn) confirmed the blood leak was internal and occurred fifteen minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were used and tested positive for the presence of blood. The rn stated a crack was also noted at the arterial side of the dialyzer housing near the red hansen line, but no leak was noted from that area. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss (ebl) was unknown. Immediately following the event, the patient was re-setup with new supplies and the patient completed treatment on a different machine without issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. During the lot history review it was noted that there were two other complaints reported against the lot. Both complaints address a blood leak; one was a blood leak; however, it was unknown if the leak was internal or external (no sample) and one was an external blood leak (no sample). An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility administrator (fa) noticed a blood leak as well as a crack in the dialyzer during a patient's hemodialysis (hd) treatment. Upon follow-up, the registered nurse (rn) confirmed the blood leak was internal and occurred fifteen minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were used and tested positive for the presence of blood. The rn stated a crack was also noted at the arterial side of the dialyzer housing near the red hansen line, but no leak was noted from that area. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss (ebl) was unknown. Immediately following the event, the patient was re-setup with new supplies and the patient completed treatment on a different machine without issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.